Manufacturer narrative:
The customer requested replacement of the battery. A philips field service engineer (fse) clarified the battery did not charge.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer requested replacement of the battery. No further information is currently available. There was no adverse patient impact reported.